Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not returned.

Event description:
It was reported that the patient experienced pain at the pocket site. A medical assessment from the physician regarding the nature of the issue was not available. The device was removed and there have been no reports of further complications regarding this event.